Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid at an unknown dose and concentration via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient hadn't seen their doctor in over a year. The patient reported that their pump had been empty because the pump hadn't been filled. The patient reported that they were in the process of transferring care of their pump over to a new doctor. The patient reported that they needed to get a magnetic resonance imaging scan (MRI). The patient noted that they had the pump for 6 years and was "sure it's off." The patient reported they don't need the pump anymore and noted that they "need to get the pump removed." The patient reported that the pump had been beeping every other day, while they are sleeping or when it's quiet. The patient noted that the beeping is due to the battery of the pump. No further complications were anticipated/reported.